Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes returned to manufacturer on: 4/3/2021 section h3: device returned to manufacturer ¿ yes device evaluation: the sample was evaluated, the plunger was in advanced position. The plunger was gently pulled back and found locked. No resistance was felt when handling the device during the evaluation. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. The device was observed with residues of viscoelastic related to the handling of the unit in a surgical procedure. Also, the lens was cut. The observed condition is consistent with a lens that has been explanted. The reported issue was not verified, and it could not be determined if the condition reported is related to manufacturing process since impacted lens was used and cut in a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional complaint folder for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's left eye, and the surgeon felt that the optic was damaged. The lens was removed during the same-procedure. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The outcome did not significantly interfere with activities of daily life. The current patient status was reported as unknown. No further information was available.